Event description:
It was reported that the 9900 system displays collision detect errors when rui joystick is moved. Also the instructions for the do not include joystick use documentation. No patient injury was reported.

Manufacturer narrative:
A ge service representative performed an on site investigation. The joystick ribbon cable and connector, and the servo controller and cable were replaced during the service call. The system was tested and found to be working as intended and put back into service. The reported issue is currently under investigation. A follow up report will be filed when additional details become available.